Event description:
Info received indicates that pump drops and does not deliver. It was set for 1200 ml over 14 hours. Tpn 1 hour ramp up, 1 hour ramp down. It delivered zero ml over six hours when pt noticed.

Manufacturer narrative:
Investigation found that impact caused rear case to crack, grey cap on platen to miss, and a dent on the front frame. Improper third party service has also caused pump to fail under infusing. Pump was repaired and calibrated to solve the problem.